Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), product type extension. Product ID 3487a, lot# l36376, product type lead. Product ID 7434-e, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the replacement implantable neurostimulator (ins) only lasted a year to the day. The patient didn¿t have to set the settings that high. It just would not last. The patient had the ins replaced. It was noted that the patient had 38 total surgeries in her lifetime. The patient felt she was ready to be taken out and shot, and anyone who had 38 surgeries should be shot. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.